Event description:
It was reported that during preparation, a coronary drug eluting stenting treatment procedure, stent damage was found. When the 3.50x12mm taxus express2 drug eluting stent was pulled out of the packaging, the struts were found to be lifted. The procedure was completed with another taxus stent. No pt complications were reported. No pt contact.